Event description:
Swan ganz catheter balloon was prepped as normal outside the body with no leaks. Swan ganz catheter was inserted to pulmonary artery position and balloon inflated without difficulty. Physician noted under fluoroscopy that the balloon ruptured. The swan ganz catheter was removed.